Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - returned product consisted of a guidezilla guide extension catheter with the only the hub, hypotube, and the collar of the guidezilla returned. The returned device was missing the distal shaft and tip of the device. The hypotube had numerous kinks. Microscopic examination revealed a complete separation, with only the collar returned. Microscopic examination presented no damage to the collar. The guide catheter used in the procedure was not returned for product analysis. Functional testing could not be performed as the distal half of the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR ID # 2134265-2015-02067. Reportable based on analysis completed on (B)(4) 2015. It was reported that during a percutaneous coronary intervention, advancement difficulties occurred. The target lesion was located in the right coronary artery (rca). A 4.0x38mm promus premier¿ stent was advanced through the guidezilla extension catheter. It was noted that the proximal entry port of the guidezilla was kinked therefore the stent system was unable to advance through the device and the stent was damaged. The procedure was completed with a non-bsc extension catheter and another 4.0x38mm promus premier¿ stent. No patient complications were reported and the patient status is fine. However analysis revealed a fracture of the catheter shaft.